Event description:
Had a breast augmentation with natrelle allergen silicone breast implants style 15 421 cc in each breast. Since augmentation have numerous autoimmune issues such as: joint pain, swelling, stiffness, numbness, tingling, weakness, chronic, loss of function, excessive throat clearing mucous, jaw pain, heart palpitations (one of the first signs I had), depression, noise sensitivity, anger, aggression, lip biting, cheek biting, frequent urination, excessive hair loss, chronic constipation, fungal infections on skin, etc. I am (B)(6). Prior to my augmentation I was an active runner and physically active daily. Since then my pain is so chronic that I cannot even workout. I have had every single test done under the sun form neurologist breast specialist; and rheumatologist. They have suggested: lyme's disease, juvenile arthritis, lupus, ms, fibromyalgia, etc... I take 800 mg of ibuprofen daily just to function. I will not and cannot take narcotics. I have to work for my family. I am a nurse. It's just the most bizarre thing ever. I never even considered my implants to be the problem. But when I started making a list of dates for my doctor of when certain issues occurred I realized, omg, it was all just after my augmentation. It just all made sense. Currently I have a lump in my breast, it looked suspicious on mammogram and so it was sent for biopsy. I just don't understand how my quality of life could decline so quickly. I'm a young gal, a mother, a wife and should not be dealing with this. The reason I chose to initially get the augmentation was because I had lost 75 lbs and I have excessive skin. It was cosmetic, but at the same time so necessary for a (B)(6) girl, especially after all the hard work to lose 75 lb. Please help me find answers.